Event description:
It was reported that during a change out procedure, this attempted subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and low voltage. A defibrillation threshold (dft) test was performed which was unsuccessful and required the patient to be externally rescued. A long charge time error was observed on the programmer. Then, a painless test was performed in which a shock impedance measurement of 1 ohm was observed. The electrode was found to have an insulation breach, thought to have occurred sometime between running auto setup and testing. Ultimately, this s-ICD was not implanted, and the electrode was explanted. The patient received a transvenous device system which remains in service. No additional adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a change out procedure, this attempted subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and low voltage. A defibrillation threshold (dft) test was performed which was unsuccessful and required the patient to be externally rescued. A long charge time error was observed on the programmer. Then, a painless test was performed in which a shock impedance measurement of 1 ohm was observed. The electrode was found to have an insulation breach, thought to have occurred sometime between running auto setup and testing. Ultimately, this s-ICD was not implanted, and the electrode was explanted. The patient received a transvenous device system which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. Review of the device memory confirmed that the device underwent a reset, which resulted in the observed long charge time error. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Analysis results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI). Information from the field, however, indicates that the patient was not exposed to these types of potential adverse environmental interferences. The source of the radiation exposure is unknown.